Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient's pump device had a volume discrepancy. At refill, it was expected device would contain 7.9ml; pump instead contained 16ml. The patient's health care provider (hcp) performed dye and rotor tests. It was stated the catheter was "fine," but the rotor study revealed a motor stall. The patient's hcp stated they would remove the patient's device. The medication being delivered via the device was lioresal. Additional information has been requested, a follow-up report will be sent if additional information becomes available.